Manufacturer narrative:
A case of high impedances was reported to abbott. The patient had a successful drg leads revision. Patient¿s original t9 and t10 leads were explanted. No complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section b1-type of report - product problem was inadvertently not checked off in the initial report. Correction: section h6- the health effect - clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only. The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Manufacturer reference number (B)(4). It was reported the patient underwent a lead revision both leads were replaced. No complications.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4); serial: (B)(6), batch: 8713225.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances, x-rays showed tension causing impedance issues. Surgery may take place.